Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump displayed alert 38 indicating consecutive stalled motor events after a supply change and cgm sensor replacement, resulting in hyperglycemia to 202 mg/dl; the pump was restarted multiple times, the change process was verified without supplies, and insulin delivery was ultimately resumed using new supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or impact requiring intervention. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified consistent with a motor stall during insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.